Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -11.50 diopter, in the patients right eye (od). The lens was explanted on (B)(6) 2020 due to the lens had a higher vault. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the lens was implanted on (B)(6) 2020. The lens was explanted due to excessive vaulting and glare/halos. The lens exchange resolved the problem. The cause of the event was due to patient-related factor (high vault causing bad halo/glare). Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).